Manufacturer narrative:
Evaluation summary: the complaint device associated with this report was not received for evaluation. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 165211f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 165211f met all release criteria prior to product release. There are no similar reports for this lot. (B) (4). (B) (4).

Event description:
Adverse events: retina scarring, pseudomonas aeruginosa. An attorney reported his client was diagnosed with "retina scarring" and needs "retina replacement surgery" following use of a "contaminated" bottle of this product. The attorney provided laboratory results indicating "pseudomonas aeruginosa" was found in a "wound culture (no source/site specified)" on (B) (6) 2008.